Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was not confirmed. The field service representative (fsr) was not able to duplicate the reported complaint. The data log analysis did not find any failures. Release testing was performed and the flow system performed without failure. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow module was not reading. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.